Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a meter blood glucose levels now alert. Customer's blood glucose level at the time 44 mg/dl. Treated with sugar cube. Troubleshooting occured.